Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the concerto coil had separation/break/premature detachment., and the device could not be expanded. The pushwire was not bent or broken. The patient did not experience any injury, complications, or additional medical/surgical intervention. The devices were prepared according to the instructions for use (IFU).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the problem was upstream, significant resistance during the advancement of the microcoil (catching) within the progreat 2.7 microcatheter rinsed beforehand.

Manufacturer narrative:
H3: product analysis #(B)(4) :equipment used: video inspection system (B)(6), ruler (B)(6), camera (panasonic lumix dmc-zs5) drawing(s) referenced: n/a as found condition: two concerto coils were returned for analysis within a shipping box and within a sealed plastic biohazard pouch and within individual introducer sheaths. The terumo progreat 2.7 micro catheter used during the event was not returned for analysis. It is not possible to determine which device belonged to which pli and therefore will both be analyzed together. Visual inspection/damage location details: (concerto 1) the actuator interface was found securely attached to the coupler tube. The break indicator was found intact. No evidence of detachment attempts was found at these locations. No damages or irregularities were found with the concerto pusher. The coin was found still against the lumen stop. The shield coil was found undamaged. The implant coil was found still attached to the pusher. The implant coil was found stretched and damaged with the polypropylene filament intact. (Concerto 2) the actuator interface was found securely attached to the coupler tube. The break indicator was found intact. No evidence of detachment attempts was found at these locations. No damages or irregularities were found with the concerto pusher. The coin was found still against the lumen stop. The shield coil was found undamaged. The implant coil was found still attached to the pusher. The implant coil was found damaged. Testing/analysis: n/a conclusion: based on the device analysis and reported information, the customer report of ¿coil separation/break¿ could not confirmed for both devices. However, the concerto implant coils were found damaged/stretched. Possible causes of coil stretching are, lack of hydration before procedure, user does not maintain continuous flush, tortuous anatomy, coil not retracted in a one-to-one motion with the implant pusher during repositioning, pushwire rotation, user advances the coil against resistance or incompatible catheter. Customer reported all devices were prepared per IFU and significant resistance was encountered. As the progreat 2.7 micro catheter used in the event was not returned, any contribution of the progreat 2.7 towards the failures could not be determined. The progreat 2.7 micro catheter has an inner diameter of 0.025¿ which is compatible for use with the concerto coil. Ngod10 2022-09-17. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.